Event description:
It was reported that syringe plunger sensor event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the left and right plunger cases were damaged. The bottom case had seal damage. Customer? Reported issue was duplicated during start-up. The root cause of the reported issue was customer induced, via fluid ingression into the main body of the pump, as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Actions taken to mitigate the reported issue: replaced damaged left and right plunger cases. Replaced bottom case for seal damage and contamination. Performed function and delivery tests.